Manufacturer narrative:
Updated: d4 (lot number, expiration date, unique identifier (UDI) #) and h4.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing balloon was removed and replaced. No information was provided about the patient's outcome. No further information was available.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing balloon was removed and replaced. No information was provided about the patient's outcome. No further information was available.